Event description:
It was reported the patient experienced an infection. The abdominal incision at the pump site had "gross purulence and fluid surrounding the entire pump". The pt had leukocytosis and swelling around the pump. The drug in the pump was baclofen. The entire system was explanted. The pt was transferred to another hospital for continued rehabilitation. The pt recovered without sequela.